Event description:
During an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter, a steam pop with subsequent cardiac perforation occurred. A pulmonary vein isolation procedure was completed using a non-sjm cryogenic ablation balloon catheter. After completion of the pulmonary vein isolation, a cavotricuspid isthmus ablation was initiated using a tacticath quartz ablation catheter. During ablation, a steam pop was noted, and approximately 10 minutes later, the patient became hypotensive. A pericardiocentesis was performed, which stabilized the patient. Protamine and vasopressors were also administered. The patient remained stable and left the lab with no further drainage.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Data log files were received; however, they were not readable. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.